Event description:
It was reported by the affiliate that prior to an unknown procedure and after getting power, the generator displayed error code. There was no patient consequence.

Manufacturer narrative:
.